Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not functioning. The patient stated that it worked for 4 days and 4 nights but after that she had the same symptoms again. The patient noted that she was good during the day like before but at night she could not make it to the bathroom. The patient mentioned that she had not used the patient programmer on her own and had not used it. There were no falls reported and the patient was redirected to her health care professional (hcp). It was also reported that the patient made an appointment with her hcp but in the meantime the hcp wanted them to turn stimulation off. Additional information from the healthcare professional (hcp) on september 4th clarified the patient needed new programs. The hcp noted the patient had a urinary tract infection (uti). The hcp stated the cause of the device not functioning was the patient needed to optimized programming. The hcp stated the actions taken to resolve the device not functioning and the return of symptoms was the patient was reprogrammed and treated the uti. The hcp stated the patient would follow up with the hcp next week. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patient had a long history of recurrent urinary tract infection (uti), that proceeded the interstim. The hcp noted the cause of the reported utis was post menopause stated, idiopathic. It was noted the utis were not related to the underlying urinary dysfunction. It was noted the uti was not related to the device or therapy. The hcp noted the actions taken to resolve the uti was antibiotics were given. There were no further complications that have been reported as a result of this event.